Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused difficulty breathing, sleeping and barely able to function. The patient did receive medical intervention with hospitalization for alleged issues. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.